Event description:
An altitude alarm was reported by the pump, which led to a suspension of the insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support advised the customer to clean the speaker holes with a soft bristle brush and wipe the area with a lint-free cloth. After cleaning and reconnecting the cartridge, the pump resumed normal operation without recurring alarms. The customer was provided tips to prevent future altitude alarms and acknowledged the advice given.